Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, the device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy. The oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.